Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this chronic right atrial (ra) lead was surgically capped due to unspecified product performance issue. No further adverse patient effects were reported.

Event description:
Additional information indicates that this lead was fractured at the subclavian region. The clinical observations included failure to capture and high impedances.